Event description:
It was reported that approx. 48 months after the implantation this lead was explanted due to dislodgement and loss of capture in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the distal end region was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve should be taken into consideration. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement leading to loss of capture. The inspection of the fixation helix did not show any deviations from the technical specifications. Damages such as a deformed rv and svc shock coils, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.